Manufacturer narrative:
It was reported to philips, that the print button was worn. The customer requested, that a philips field service engineer (fse), be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty rubber button covers kit. Based on the conclusion of the investigation. It was determined, that this was a malfunction of the rubber button covers kit. The rubber button coves kit was replaced. And the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the therapy label was worn. There was no patient involvement.